Manufacturer narrative:
One osseotite certain prevail 2 implant was returned for inspection. A visual inspection revealed that the internal drive feature contained a small portion of the reported fractured screw, which was too badly damaged to be removed. The alleged complaint is therefore confirmed. The top portion of the fractured screw was not returned. No device lot number was provided so a device history record review and a complaint history review could not be performed. Appropriate documentation was reviewed and the following information was identified: biomet 3i restorative manual instrm rev c 09/16. The biomet 3i restorative manual was confirmed to contain instruction on screw placement as well as recommended torque values. In the case of biomet 3i titanium abutment screws, it is recommended to torque at 20ncm. A singular cause for the complaint could not be determined. The following sections have been updated.

Manufacturer narrative:
Patient date of birth not provided/unknown. Patient weight not provided/ unknown.device lot number not provided/ unknown.

Event description:
Iuniht screw fractured inside of an implant and could not be retrieved. The implant had to be removed. Tooth location # 3.